Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2025. The blood glucose level was 400 mg/dl, and the patient was treated with insulin. No further information available.